Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, guidewire, carrier tube and packaging. The device was visually inspected and found to have been in unused condition. Functional testing of the sheath and locator cannot be performed due to the sheath being fully mated with the carrier tube. The complaint can be confirmed for a sheath and locator connection issue. Without the ability to functionally test the sheath and locator, the exact root cause cannot be determined. The likely root cause may be related to corrective and preventative action (CAPA) investigations CAPA. CAPA investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Non-conformances reports (ncr) and capas have been noted for this issue in the past 12 months.

Event description:
The user facility reported that the involved angio-seal device audible and tactile snap fit of dilator into the sheath, but when forward pressure was applied the dilator still backed out of the sheath. There was no adverse event with the patient. The estimated blood loss was less than 250 cc. The event occurred intra-operative. The patient was not injured, medical or surgical intervention was not required. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 30 oct 2023: hemostasis was achieved by manual compression. The devices were opened with the intent to be used on different patients. Additional information was received on 13 nov 2023: the sample is not infectious, and the patient is in stable condition. The sheath size that was used was 6 french. There were no concomitant products used for hemostasis after the heart cath procedure, manual pressure was used for hemostasis. As for the connection questions there was no difficulty inserting the locator into the hub. They were able to succeed in mating the locator into the hub with an audible and tactile click. The user only had to try once to mate the locator and the hub. The locator did separate after the snap-fit connection and the connection was secure. The locator backed out with minimal effort before inserting into the patient.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3: patient sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab coordinator. A review of the device history record of the product code/lot # combination was conducted with no finding. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.